Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the corrosion found on the device at the lg-cover glass and lg connector were caused by leaks resulting from stress. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex video scope exhibited corrosion on the light guide (lg) cover glass and connector. There was no patient involvement.